Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, episodes of noise resulting in oversensing that resulted in automatic mode switching were noted on the right atrial lead. Technical support was contacted and it was determined that the noise episodes were due to sensing of myopotential signals. No intervention has been conducted at this time but is anticipated at the next in-clinic follow up. The patient was stable with no consequences.